Event description:
It was reported that following an ablation procedure, the patient experienced vasogenic edema, marked by intratumoral hemorrhage. The patient was placed on steroids (dexamethasone taper) from (B)(6) 2019 to (B)(6) 2019 to treat the edema and hemorrhage. The event was considered resolved as of (B)(6) 2019. There were no further patient complications reported in relation to this event.